Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on(B)(6) 2021. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a patient. There was no patient information available at the time of this report. Return product is not available. Date : 05-oct-2021 , time : ni , result : >900s. Date: 05-oct-2021 , time: 11:55 , result: 133. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.